Event description:
It was reported that, during implant procedure testing of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the defibrillation threshold (dft) test was unsuccessful twice. Troubleshooting was performed including repositioning. It was noted that sensing was normal while programmed to the primary vector. X-rays were taken and notable due to the electrode being too inferior and off the sternum. The procedure was completed successfully but it was noted that therapy was programmed off. No adverse patient effects were reported. Currently, this s-ICD system remains in service.